Event description:
This lead was found to be dislodged after the pt fell. It was explanted and replaced. The hospital has retained the lead. Should additional info become available, this file will be updated.